Manufacturer narrative:
No further information is available on the product at this time. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.

Event description:
Aspen surgical received a report indicating that a needle broke during a procedure. Incident occurred at the end user. This event was filed in our complaint handling system as number (B)(4).